Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer stated event occurred "sometime in 2020." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error code 2" message with the freestyle libre 2 reader, and was therefore unable to obtain glucose readings. The customer became sluggish, and required assistance from partner to obtain capillary result from unspecified meter. The customer was treated with juice and honey by partner, and then had contact with a healthcare professional who checked customer's current state. There was no further treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and cracked/damaged casing was observed. Reader¿s log could be downloaded and readings were observed in the reader. Issue was not an out-of-box failure. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error code 2" message with the freestyle libre 2 reader, and was therefore unable to obtain glucose readings. The customer became sluggish, and required assistance from partner to obtain capillary result from unspecified meter. The customer was treated with juice and honey by partner, and then had contact with a healthcare professional who checked customer's current state. There was no further treatment provided. There was no report of death or permanent injury associated with this event.